Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged several days post-implant. A revision procedure was performed at which time the physician elected to explant and replace the lead. During the process of removing the rv lead the right atrial (ra) lead became dislodged. The physician then elected to explant and replace the ra lead as well. No adverse patient effects were reported.